Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), perforation ("perforations of organs") and autoimmune disorder ("autoimmune issue") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, acute sinusitis, concussion, postpartum depression, neck strain, muscle spasms, upper respiratory infection and bronchitis. Concomitant products included azithromycin (zithromax), carisoprodol (soma), clonazepam (klonopin), fluticasone propionate (flonase), gabapentin, hydrocodone, ibuprofen, lorazepam (ativan), ondansetron (zofran), oxycodone, prenatal vitamins (prenatal vitamins [vit c,vit h,min nos,vit pp,retinol,vit e,vit b nos,), promethazine (phenergan), salbutamol (albuterol), sumatriptan, sumatriptan succinate and venlafaxine (effexor). In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), the first episode of alopecia ("hair loss"), inflammation ("inflammatory swelling"), allergy to metals ("allergic reactions to nickel"), back pain ("back pain"), the first episode of anxiety ("anxiety"), hypersensitivity ("rgic or hypersensitivity reaction type: allergic reactions"), urinary tract infection ("infection (bladder/ urinarytract/vaginal) type: utis"), depression ("psychological or psychiatric problems condition: depression"), the second episode of anxiety ("anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurred vision"), fatigue ("fatigue"), weight decreased ("weight loss"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"), dyspepsia ("indigestion"), the second episode of alopecia ("hair loss"), arthralgia ("hip pain/joint pain"), neuralgia ("nerve pain") and neck pain ("neck pain"). The patient was treated with surgery (on (B)(6) 2017 removal of both essure devices). At the time of the report, the pelvic pain, perforation, autoimmune disorder, inflammation, allergy to metals, back pain, hypersensitivity, urinary tract infection, depression, the last episode of anxiety, bladder disorder, urinary tract disorder, headache, tooth disorder, dysmenorrhoea, vaginal discharge, vision blurred, fatigue, gastrooesophageal reflux disease, dyspepsia, the last episode of alopecia, arthralgia, neuralgia and neck pain outcome was unknown, the migraine and weight decreased was resolving and the dyspareunia had resolved. The reporter considered allergy to metals, arthralgia, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrooesophageal reflux disease, headache, hypersensitivity, inflammation, migraine, neck pain, neuralgia, pelvic pain, perforation, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vision blurred, weight decreased, the first episode of alopecia, the first episode of anxiety, the second episode of alopecia and the second episode of anxiety to be related to essure. The reporter commented: removal procedure description: the isthmic tubal segments were slightly distorted by the presence of intraluminal essure devices. The essure devices were in their proper anatomical locations. Each essure device projected into the isthmic portion of each tube for approximately 2 cm and approximately 8 cm of fallopian tube projected beyond each device. The fallopian tubes were transected and both the inner and outer coils of the essure devices were extracted. Procedure in detail: each essure device was removed by sharp dissection along the anti-mesenteric portion of the device. Each device was followed into the uterine cavity and the proximal end of each device was identified. Each device was removed with the surrounding tubal muscularis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion . Following the requisite time period after implantation of essure had a hsg test most recent follow-up information incorporated above includes: on 17-jul-2018: pfs and medical record received: reporter information, patient details, other relevant history, product information, concomitant drug, date of essure removal and events- allergic or hypersensitivity reaction type: allergic reactions, infection (bladder/ urinary tract/vaginal) type: utis, psychological or psychiatric problems condition: depression and anxiety, bladder or urinary problems or changes, bladder or urinary problems or changes, migraines, headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems type: blurred vision, fatigue, weight loss, gastrointestinal or digestive system condition type: acid reflux, indigestion, hair loss, hip pain/joint pain, nerve pain, neck pain were added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.